Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited undersensing which led to failure to deliver high-voltage therapy for a ventricular tachycardia arrhythmia. Programming changes were discussed, but not performed. There were no patient consequences.